Event description:
It was reported that a stopcock did not flow during infusion. A patient was involved, but there is no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information related to the reported condition become available, a supplemental report will be submitted.